Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): infusion rate too high: the pump was set to delivery a total volume of 250 ml in 4 hours (62,5 ml/h). After only one hour the infusion bag was empty (250 ml had been delivered in only one hour).

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.